Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer reverted to manual injections for insulin therapy.